Event description:
Pt underwent inseriton of device in 1999. Pt complained of severe pain in the area of the device approximately one month ago. Radiology studies revealed a crack in the plate. Tomograms revealed an obvious crack with breaking of the plate. Pt underwent hardware removal in 1999.